Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing of the helix mechanism did not pass. The helix did not function because there was dried blood/body fluid in the helix housing and in the neck region which was prohibiting helix movement/testing. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported lead dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.